Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with tumescent tubing. The customer reports that the tubes disconnected with the equipment even though the pressure was only 20-25.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.